Event description:
I happened to be passing by the room when I heard the airvo alarming. Upon entering the room and inspecting the device, I noticed that it was displaying error "e142" and I heard water sloshing around inside the circuit. I drained the circuit and rebooted the device. Error continued. I replaced the device and pulled it out of service. Biomed ticket number (B)(6) entered.